Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2012-07991. It was reported that following a coronary artery stenting treatment procedure, the patient had cardiopulmonary arrest and expired. In (B)(6) 2012, the patient presented due to myocardial infarction and cardiac catheterization was recommended. The de novo target lesion was located in the 1st obtuse marginal branch (om1) with 100% stenosis and was 28mm long with a reference vessel diameter of 2.7mm. The physician treated the lesion with pre-dilation and placement of two promus element plus stents of size 2.50x32mm and 2.75x20mm, with 0% residual stenosis following post-dilation. The patient was discharged. At 18 days post index procedure, the patient had cardiopulmonary arrest and expired in his sleep. The cause of death is cardiopulmonary arrest.

Manufacturer narrative:
Case site corrected from om1 to svg to om1. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2012, the patient was admitted with severe substernal chest pain radiating to the right arm, associated with shortness of breath and diaphoresis. The target lesion was located in the saphenous vein graft (svg) to the 1st obtuse marginal branch (om1) which was freshly occluded with thrombus. Aspiration thrombectomy with a non-bsc aspiration catheter was performed and a large amount of organized thrombus was removed. Balloon angioplasty was then performed and a 2.5x32mm promus element plus stent was positioned distally, restoring flow to essentially timi 3. There was 50% stenosis proximally which was treated with placement of a 2.75x20mm promus element plus stent not overlapping the previously placed stent. Timi 3 flow was restored. Intracoronary nitroglycerin and adenosine were required but there was good flow into a moderate caliber om1 branch. The patient was discharged on aspirin and clopidogrel. On discharge, the patient was recommended for aggressive medical therapy and risk factor modification, and consideration for an elective ICD for left ventricular dysfunction and intervention to the left iliac artery if the patient is symptomatic. Eighteen days post index procedure, the patient expired at home. No autopsy was performed. Per death certificate, the immediate cause of death was cardiopulmonary respiratory arrest and the underlying cause was coronary artery heart disease.